Event description:
On (B)(6) 2010 at 21:00, a calcium result of 5.6 mg/dl was reported from the epoc blood analysis system. The treating physician interpreted the result as a low (below normal range) total calcium measurement. The 100 mg of calcium gluconate was administered to the pt via IV over 30 mins. The calcium result from the epoc blood analysis system is an ionized calcium measurement with a reference range of 4.1 to 5.2 mg/dl.

Manufacturer narrative:
Test result was labeled as ca++. All labeling for system states ionized calcium. Device is performing as per specification and directions for use.